Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the display of the panel disappeared, and pneumoperitoneum stopped due to a failure of the main substrate. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the display on the panel disappeared and the pneumoperitoneum stopped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the touch panel disappeared and the power button glowed orange on the high flow insufflation unit. The issue occurred during a diagnostic exploratory laparotomy. There was no delay and the procedure was completed using the same device. There was no reported patient harm or impact due to this event.